Event description:
It was reported that the physician tried to interrogate the pt's generator and was unable to. Functionality of the programming system was verified. The physician thinks the generator is dead and needs to be changed. The exact cause of the failure to communicate is currently unk. Pt has been referred for battery replacement, but surgery has not occurred to date.